Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that at implant the right ventricular (rv) lead had r-waves of 7-8 millivolts and at the next day post-operative check the r-waves had diminished to 2-3 millivolts. The rv lead is still in use. No patient complications have been reported as a result of this event.